Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 560 mg/dl at the time of the event. The customer was hospitalized for diabetic ketoacidosis and the customer experienced symptoms such as nausea and vomiting. The customer also reported of receiving motor error alarm and the customer was not able to clear the alarm and pump rewind. Troubleshooting was performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. Or used the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0870 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No motor error alarm or excessive no delivery alarm noted during testing. The motor was tested outside of the pump and passed. No damage noted on the motor. Moter error alarm confirmed in the pump history, problem isolated to the motor. The following were noted during visual inspection: minor scratched display window, cracked display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. There were no boluses listed on the event date 08/18/2023 in the pump history file for the primary svn: (B)(6). Please see below for the daily total detail on the event date 18-aug-2023. On (B)(6) 2023 daily totals detail: bg average = 0.0 mg/dl. Bg lo/hi = none / 0.0 mg/dl. Number of bgs = 0. Daily insulin total = 2.30 u. Basal = 2.30 u / 100%. Bolus = 0.00 u / 0%. There were no pump suspended listed on the event date 08/18/23 in the pump history file for the primary svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 18-aug-2023 in the pump history file for the primary svn: (B)(6). On (B)(6) 2023 04:22:41 alarm #43 - alrm_motor_error. On (B)(6) 2023 15:24:59 alarm #43 - alrm_motor_error. On (B)(6) 2023 18:26:29 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 18:36:17 alarm #43 - alrm_motor_error. On (B)(6) 2023 13:38:10 alarm #43 - alrm_motor_error. On (B)(6) 2023 17:43:38 alarm #43 - alrm_motor_error. On (B)(6) 2023 19:27:16 alarm #43 - alrm_motor_error. On (B)(6) 2023 23:46:05 alarm #43 - alrm_motor_error. On (B)(6) 2023 01:52:30 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 02:22:30 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 05:15:00 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 05:37:30 alarm #4 - alrm_counts_exceeded. On (B)(6) 23 07:54:32 alarm #43 - alrm_motor_error. On (B)(6) 2023 08:27:23 alarm #4 - alrm_counts_exceeded . Alarm #43 - alrm_motor_error unknown. Alarm #4 - alrm_counts_exceeded not confirmed. Please see below for the boluses listed on the event date 22-aug-2023 in the pump history file for svn: (B)(6). On (B)(6) 2023 05:43:56 normal bolus (var on), , programmed: 2.4u, delivered: 0.5u. On (B)(6) 2023 05:46:54 normal bolus (var on), , programmed: 2.5u, delivered: 0.7u. On (B)(6) 2023 06:21:56 normal bolus (var on), , programmed: 0.4u, delivered: 0.4u. On (B)(6) 2023 11:49:27 normal bolus (var on), , programmed: 4.0u, delivered: 4.0u. Please see below for the daily total detail on the event date 22-aug-2023 n the pump history file for svn: (B)(6). On (B)(6) 2023 daily totals detail: bg average = 172.0 mg/dl. Bg lo/hi = 80.0 mg/dl / 264.0 mg/dl. Number of bgs = 2. Daily insulin total = 16.30 u. Basal = 10.70 u / 66%. Bolus = 5.60 u / 34%. There were no pump suspended listed on the event date 08/22/2023 in the pump history file for svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 22-aug-2023 in the pump history file for svn: (B)(6). On (B)(6) 2023 04:22:41 alarm #43 - alrm_motor_error. On (B)(6) 2023 15:24:59 alarm #43 - alrm_motor_error. On (B)(6) 2023 18:26:29 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 18:36:17 alarm #43 - alrm_motor_error. On (B)(6) 2023 13:38:10 alarm #43 - alrm_motor_error. On (B)(6) 2023 17:43:38 alarm #43 - alrm_motor_error. On (B)(6) 2023 19:27:16 alarm #43 - alrm_motor_error. On (B)(6) 2023 23:46:05 alarm #43 - alrm_motor_error. On (B)(6) 2023 01:52:30 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 02:22:30 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 05:15:00 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 05:37:30 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 07:54:32 alarm #43 - alrm_motor_error. On (B)(6) 2023 08:27:23 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 22:02:18 alarm #43 - alrm_motor_error. On (B)(6) 2023 22:03:38 alarm #43 - alrm_motor_error. On (B)(6) 2023 05:44:17 alarm #4 - alrm_counts_exceeded. On (B)(6) 2023 05:45:09 alarm #43 - alrm_motor_error. On (B)(6) 2023 05:47:20 alarm #43 - alrm_motor_error. On (B)(6) 2023 08:32:43 alarm #43 - alrm_motor_error. Alarm #43 - alrm_motor_error unknown. Alarm #4 - alrm_counts_exceeded not confirmed. The pump passed the functional testing. Unable to confirm alleged diabetic ketoacidosis/high bgs. Moter error alarm confirmed in the pump history, problem isolated to the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.